Event description:
Kofler, markus, et al. The impact of intrathecal baclofen on gastrointestinal function brain injury, 2002, vol 16, no 9 825-836. Case 1: three months following beginning itb therapy, the pt developed severe koprostasis with ileus requiring hospital admission. Conservative treatment was successful. One month later, the pt deteriorated with massively increased spasticity and serious vegetative derangement. Evaluation of the pump revealed the catheter had dislocated. Another month later, the pt deteriorated again; this time there was no malfunction of the pump function, but recurrent ileus. Again conservative treatment alleviated the symptoms.